Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was suspected to have exhibited loss of capture. Technical services (ts) was consulted to review the presenting electrogram, in which ts agreed a deflection on the lv was late, making it difficult to confirm loss of capture. Ts noted the system was recently implanted and had few daily measurements; however, measurements from a left ventricular automatic threshold test also exhibited possible loss of capture. Ts recommended to evaluate the lead in clinic and suggested x rays of the system. No adverse patient effects were reported. This lv lead remains in service.